Event description:
After use of the device for a coronary artery bypass grafting procedure, the user reported a "service pump" error message was being displayed on the roller pump. This pump was being used for cardioplegia. There were no reported adverse consequences to the pt.

Manufacturer narrative:
The customer is trying to get a loaner back-up from a distributor.